Event description:
Same case as MDR ID # 2134265-2014-01669. It was reported that catheter entrapment on guide wire occurred. After an unspecified size luge guide wire crossed the target lesion, a 2.00mm x 20mm apex balloon catheter was advanced; however, it got stuck on the wire. The balloon catheter and the guide wire were able to be removed as one system. The vessel was rewired and the procedure was completed using a different device. No patient complications and patient status is fine.

Manufacturer narrative:
Date of birth: 1967. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).